Event description:
Thirteen flowmeters were returned to co's quality engineering dept for analysis. Of these thirteen flowmeters, eleven were constructed with brass valve bodies, one was of a stainless steel valve construction, and one was an older style molded tube flowmeter. Six of the brass valves were discovered to not shut off completely. The balance of valves functioned properly. The failure mechanism in each of the six leaky valves was found to be attributed to galling at the sealing point of the brass valve body. This galling is caused when brass particles imbed into the surface at the shut-off point, and is aggravated when add'l rotational force is applied to the valve in an effort to stop all flow of oxygen. The auxiliary oxygen flowmeter leaks were caused by galling and subsequent deterioration of the sealing ara of the valve. This condition has been determined to be directly related to the material and construction of this valve, and has been corrected by a change in valve material to stainless, combined with a design modification to the profile of the sealing point (seat) of the valve. These changes were effected with ecr 93-0166, which was released 4/6/93.